Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy, while preparing to clamp the lumen, the reload was in a closed state hence the lumen could not be clamped. To fix the issue, another reload was used to complete the procedure. There was no patient injury.